Event description:
It was reported that the drg system could not be set into MRI mode due to impedance problem. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7417048 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.